Event description:
The customer reported that she was hospitalized for hyperglycemia, with a blood glucose reading of 530 mg/dl. The customer did not want to troubleshoot. The customer did not feel comfortable with the insulin pump, and wanted it replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.